Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. CT exam showed a type iii endoleak "with probable dislocation of aortic stent." Additional stent grafts were placed and the leak was resolved. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information : date of death provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reported that an angiogram performed after CT confirmed there was a clear separation however the physician was not able to confirm which devices were involved in the separation. The physician also observed that another manufacture's stent had pulled out of the left renal artery and confirmed this was caused by another manufacturers stent. The physician has confirmed that the patient has since expired of unrelated disease recently. Internal film review: the exact cause of the reported type iii endoleak from a stent graft dislocation could not be determined from the non-contrast films provided. The reported detached device could not be confirmed. It is possible that the dislocation may have occurred a long one of the 90 deg acute stent graft bends seen within the descending thoracic. The pre-implant films were not provided, images during implant were not available for review, and the amount of initial component overlap is unknown. It is possible that aneurysmal morphology changes may have contributed to the device dislocation. It could not be determined if this event may have contributed to the patient¿s death. However, per the physician the patient recently expired from an unrelated disease. If information is provided in the future, a supplemental report will be issued.